Event description:
Per the audiologist, the patient¿s receiver stimulator was extruding through the skin.the patient underwent revision surgery in 2009, and temopralis tissue was placed where the extrusion was happening. Per the audiologist, the surgeon cut the ball electrode. Per the audiologist, the recipient is still performing well with the device.